Event description:
The hearing aid (h/a) user developed swelling in her right ear soon after she began wearing the aid. Her doctor advised her not to wear the aids. She was treated for an infection. Since that time, the h/a dispenser heard from the doctor that he is advising the pt not to wear in-the-ear hearing aids because of chronic ear infections.